Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. Our field service engineer investigated the ventilator on site. The air gas module showed too high volume, the expiratory cassette was bad and the batteries had expired. Therefore, these parts needed to be replaced. However, the customer did not approve the purchase. No further problems have been reported since the reported problem. No parts were replaced for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).